Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4)

Event description:
It was reported that during implant, upon connection with the lead, the device experienced a connection issue and pacing failure. The device exhibited high atrial impedance. The lead was disconnected and reconnected, showing nominal values. The device remains in use. This event was documented during post-market surveillance of cardiac resynchronization therapy (crt) devices. No patient complications have been reported as a result of this event.